Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels during the night. The customer changed the basal rate and ate carbohydrates for the low bg levels. After reviewing the time on the pump, it was noted that the customer had the am and pm set incorrectly for the overall pump time. The customer corrected the time and has no further issues.